Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having some uncomfortable abdominal stim recently. X-rays taken and lateral image showed one lead anterior. No patient or external factors were known to have contributed to the issue. The physician was planning on revising the anterior lead. The issue was not resolved at the time of the report.